Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker showed the right ventricular (rv) lead had an elevated capture threshold. The physician elected to explant and replace the lead during the device changeout on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing found no conductor fractures or internal shorts.